Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2013-01687, 2014-04063 / 04065, 2015-00532 and 2016-04310).

Event description:
Patient's legal counsel reported patient experienced elevated metal ion levels approximately six years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative notes reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to pain. During the procedure, scar tissue, trunnionosis and bone loss were noted. The head and cup were removed and replaced. A legacy zimmer cup and liner were used to complete the procedure.